Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and could not be recovered. A field service engineer (fse) found that the auxiliary full height drawer was not opening and replaced the inseparable and slide rails. The full height drawer was then tested in diagnostics and operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 failed and user was unable to recover it. The customer rebooted the station, but the drawer still could not be recovered. When attempted the recovery process, the system prompted the user to clear obstruction. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.